Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "high power" event could not be confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with several ventricular assist device (vad) high power alarms. The patient had hemoglobinuria, hemolysis, and vad thrombosis. The patient's vad power and flow were quite elevated and his lactate dehydrinogase levels were greater than 2000. The patient was tachypneic on arrival and was started on supplemental oxygen. Due to his poor renal function and right ventricle function he would not benefit from possible vad exchange which would result in low chance of survival. In addition, the patient's international normalized ratio (inr) was elevated and would be a poor candidate for thrombolytic therapy. The patient was started on inotrope therapy for acute heart failure secondary to vad thrombosis as well as receiving lasix for pulmonary congestion. He was admitted to hospice care and subsequently expired. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.